Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: one (1) controller (B)(6) and two (2) batteries (B)(6) were not returned for evaluation. Review of the manufacturing documentation confirmed that (B)(6) met all requirements for release. A review of the manufacturing documentation associated with (B)(6) was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed that the controller in use during the reported event, (B)(6), contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log file revealed instances of momentary disconnections between the controller and (B)(6), as well as additional batteries, within the analyzed period. Momentary disconnections will result in an audible tone or 'beep'. (B)(6) was lubricated prior to release. As a result, the reported "beep" event involving (B)(6) was confirmed. The reported events involving (B)(6) could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported event involving a damaged cable can be attributed, but not limited, to wear and/or the handling of the device. A possible root cause of the reported display error can be attributed, but not limited, to a manufacturing error and/or a faulty component. Based on an investigation conducted under CAPA pr00574181, a possible root cause of the reported "beep" event can be attributed to momentary disconnections due to fretting corrosion of the controller-port/power-source pins, contamination on the controller receptacle sockets/power source pins, and/or a large spring gap between the controller receptacle spring and trough caused by a damaged receptacle. Even though this CAPA is now closed, (B)(6) and the associated power sources fall in scope of this CAPA. Additional products: battery serial or lot#: (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: battery serial or lot#: (B)(6), h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient stated "the beep was the same tone heard when a power source is connected to the controller. Came from the controller".

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6947m55, 459888, 5076-45 leads & dtpa2qq ICD implant date: (B)(6) -2023 additional products: d1: heartware ventricular assist system - battery d4: model#: 1650 / catalog : 1650 / expiration date: 31-aug-2024 / serial#:(B)(6), d9: no, h3: no h4: mfg date: 17-aug-2023 h5: no d1: battery d4: model#: 1650 / catalog : 1650 / expiration date: 31-aug-2024 / serial#: (B)(6), d9: no h3: no h4: mfg date: 17-aug-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient experienced beeping from batteries or the controller without manipula tion of power sources. The vad coordinator inspected the equipment and identified two batteries units as needing replacement. One battery exhibited a damaged worn cable, and another battery exhibited a display error. Per the patient and vad coordinator the battery would not show charge level. Both affected batteries were removed from service, and the controller remains in use. No patient complications have been reported as a result of this event.